Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant falsely elevated intact parathyroid hormone (ipth) results were obtained on advia centaur cp instrument. The customer indicated that all levels of quality controls recovered within acceptable ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer's site. The cse investigated the instrument and found debris in several cuvettes and removed them. The cse also ran preventative maintenance and replaced the peri pump tubing, which was suspected to leaving debris in cuvettes. Additionally, the cse replaced rear pump clip and rinse block net. To confirm proper operation, the cse ran replicates on the instrument and the results recovered with good precision. Siemens concluded that replacement of the peri pump and rinse block components fixed the issue. However, the pre-analytical issues with the sample also potentially contributed to the falsely elevated ipth results.. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated intact parathyroid hormone (ipth) results were obtained on two samples drawn from a same patient during parathyroid surgery on an advia centaur cp instrument. Averages of discordant results were reported to the physician(s), who questioned the results. On the next day, the samples were repeated in duplicates and lower averages were obtained on the samples. During this surgery, the patient was drawn 7 times. The results from the first three draws and the last 2 draws were accepted by the physician(s). The discordant results were not corrected as the physician(s) received the results from the last 2 draws. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ipth results.